Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 12 applications were performed with afapro28 balloon catheter with lot 29940 on the date of the event. System notice #50012 was triggered at the beginning of the ablation phase on the first application, most likely due to residual moisture within cryoablation system. Eventually the moisture was cleared, and the subsequent applications were performed without any recorded anomalies. Further, the console output data (pressure, flow and temp) showed the cryoablation system performance was as expected. In conclusion, the clinical issue (gastric dilation) occurred post-procedure. There is no indication of relation of adverse event to the performance of the product. The physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryoablation procedure, the patient experienced gastric dilation. The patient¿s hospitalization was extended one month. No further patient complications have been reported as a result of this event.